Event description:
It was reported that a motor saw terminal was observed to have something loose inside and it sounded as if something was loose or broken. There were no patient or user complications/harms occurred.

Manufacturer narrative:
H3: evaluation determined that detached bearing internal tube. The likely cause of failure could not be determined. It was also noted that laser markings are faded, legs worn, and color bands faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.